Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding and stroke are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. Though the site stated that they could not with full certainty determine whether the events were device related, with review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event and patient outcome include the patient's history of mechanical valves and transient ischemic attack, and anticoagulation therapy. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient was admitted to the hospital for suspected gi bleed. The patient's hemoglobin levels were significantly decreased requiring transfusion of four units packed red blood cells (prbcs). International normalized ratio (inr) was 2.3 on admission. Esophagogastroduodenoscopy revealed an actively bleeding dieulafoy lesion which was clipped. On (B)(6) 2016 intravenous (IV) heparin was restarted. On (B)(6) 2016 the patient developed left-sided weakness and facial droop. A head CT revealed a right temporal-parietal ischemic stroke. Neurosurgery was consulted and determined that no intervention was required at that time. The patient remained on low dose IV heparin. On (B)(6) 2016 the patient was intubated due to worsening neurological function. In addition the patient developed and was treated for hospital acquired pneumonia and sepsis with intravenous (IV) vancomycin and zosyn. A dobutamine infusion was initiated for right ventricular support. On (B)(6) 2015 extubation was attempted but failed due to worsening respiratory status. The following day warfarin and aspirin were was restarted. Two days later he developed altered mental status. CT head scan revealed hemorrhagic stroke conversion in the right temporal lobe. Inr was reversed with fresh frozen plasma and cryoprecipitate. Neurosurgery was consulted again, and no interventions were recommended. On (B)(6) 2016 the patient was transferred to the floor, stable, but completely aphasic and with left sided weakness. Three days later the family decided to withdraw care and the patient expired. No autopsy was performed. The site could not say with "100% certainty that the event is vad-related, though there is a good chance the patient would not have suffered the gi bleed or strokes without the vad in place".